Event description:
It was reported that the customer's pump screen was frozen and would not respond to input, preventing interaction with the touchscreen. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support and successfully reset the pump, restoring screen functionality.